Manufacturer narrative:
(B)(4). The device was received in the sterile package and in good physical condition. The analysis results found that the ace36p device was returned with an unidentified foreign matter, metallic flake, inside the sterile package. The sterile package was inspected and was found fully sealed. Because the complaint was regarding foreign matter, the instrument was not removed from its sterile package at this stage of the analysis. The instrument will be sent for a detailed material analysis. Instrument testing will be evaluated at a later time if it is pertinent to the analysis. It is likely that the foreign matter derived from our manufacturing process. It appears to be a metallic flake off one of our components. This instrument is currently under material analysis review.

Event description:
It was reported that before an unknown procedure, the packages of the products have foreign matters. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received in the pi lab in cincinnati still within the sterile package. An oval metallic part was observed inside the package and a photograph was taken using an optical microscope. The particle was removed from the package and then analyzed using a scanning electron microscope (sem) which has an energy dispersive x-ray (edx) spectrometer attached that is able to identify the elements present in a material. The material consists of iron, chromium, and nickel in ratios consistent with a 304 stainless steel. There are several components in the ace36p that are manufactured using 304 stainless. The distinct shape of the material appears to be from a curved component and that was cut using a wire edm (electro discharge machining). Note in the center of the material there is a round hole and a slot next to it. This is the normal technique for making a hole or slot using wire edm. The dimensions of the metal part are similar to the size and shape of the hole in the proximal end of the inner tube which is made from 304 stainless steel. This material is most likely from the tube manufacturing process and the part was not completely removed from the tube and fell out of the device during shipment.